Event description:
Dr reports he carried out a routine laparotomy and right ovarian cystectomy through a pfannenstiel incision on 3-11-96. He performed a routine closure of the rectus sheath using a no. 1 dexon suture. There was no untoward bleeding. On 3-14-96 the wound disrupted and the surgeon who repaired this stated that the wound was clean, there was no haematoma and the suture just seemed to have snapped. There was no temperature. The pt has since recovered.